Manufacturer narrative:
The investigation determined that a higher than expected, non-reproducible glucose results were obtained using vitros chemistry products glu slides on a vitros 5,1 fs system. The definitive assignable cause for this event could not be determined, however, a transient analyzer issue or the 5 vitros glu microslides on which the affected samples were run cannot be ruled out as contributing factors. Based on historic quality control results, and vitros precision performance testing, there was no indication that vitros glu slide lot 0042-0844-3363 or the vitros 5600 analyzer was not performing as intended. The root cause of this event is unknown.

Event description:
The customer observed higher than expected, non-reproducible glucose results (patient 1=307 mg/dl versus expected 109 mg/dl, patient 2= 598 mg/dl versus expected 88 mg/dl, patient 3=598 mg/dl versus expected 104 mg/dl, patient 4= 608 mg/dl versus expected 91 mg/dl, patient 5 =608 mg/dl versus expected 95 mg/dl) on multiple patient samples using vitros glu slides on a vitros 5,1 fs system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected results were reported outside the laboratory. The laboratory personnel questioned the affected results and retested the samples. Corrected reports were issued. One of the five patients was treated with insulin based upon the result. There was no allegation of patient harm as a result of this event. This report is number five of five MDR¿s for this event. Five 3500a forms are being submitted for this event as five devices were involved. (B)(4).